Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an elevated thresholds on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.